Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was not responding to any battery. It would stay off with nothing on the screen. The customer¿s blood glucose during the incident was unknown. They were advised to replace the battery with a new one. The battery cap was not damaged. The insulin pump turned on but alarmed a failed battery test. They tried another new battery from a different package, but the alarm recurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, unexpected restart error tester, off no power test and all operating currents tested within the spec range. Pump was monitored and tested with no failed battery test and blank display noted. Insulin pump received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.